Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, clicking and elevated metal ion levels. Update ad 24 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleged pulmonary embolism, abductor muscle repair, and dislocation the stem, sleeve, and the cup were added to the impacted product due to the alleged pulmonary embolism form the ppf. No revision reported for the right hip. Doi: (B)(6) 2007; dor: none reported, (right hip). (B)(4) (left hip) first revision; (B)(4) (left hip).